Event description:
A customer reported the latron conductivity recovered out of range on the lh750 analyzer. The customer also reported the instrument was not generating diff results on 5c controls. There was no impact to patient results.

Manufacturer narrative:
The fse confirmed the potentiometer r-43 on the ssrf preamp broke off. The fse replaced the ssrf board and adjusted latron resolving the issue. Upon recur; the failure mode identified could generate erroneous results for the diff and retic parameters due to compromised rf current and voltage. (B)(4).